Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal an unspecified amount of tampons fell apart into pieces. She did not seek medical attention and did not experience any adverse health effects.